Event description:
This is submitted to report the atrial septal defect (asd) that was observed after use with the steerable guiding catheter (sgc), and surgical intervention is planned. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapse in the anterior leaflet and the posterior leaflet was thin, with leaflet restriction. The left atrium was large, and the heart was rotated. The transseptal puncture was noted to be difficult. The steerable guiding catheter (sgc) and clip delivery system (cds) were advanced to the left atrium, but due to difficulty grasping, the clip was implanted in the medial commissure and the mr remained at 4. A second cds (40724u1/(B)(4)) was then advanced, and the clip was implanted close to the first clip. The mr was reduced to 3. A third cds was being prepared for use, but it was observed that the second implanted clip had detached from the anterior medial leaflet (single leaflet device attachment/slda). An attempt was made to stabilize the slda clip with the third cds, but it was not possible to grasp both leaflets. The cds was removed and the procedure was aborted. The mr remained at 4. After removal of the sgc, a large atrial septal defect (asd) was detected. It was reported that the mitraclip device contributed to the asd. The patient remained hemodynamically stable and was transferred to the intensive care unit. An open heart surgery is planned in combination with an asd closure device. A clinically significant delay in the procedure was reported due to the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential causes for stabilizer fastener issues (loose connection) resulting in movement of the steerable guiding catheter (sgc) can include, but are not limited to, patient conditions (e.g. Anatomical morphology/pathology resulting in increased tension on the sgc), user technique/procedural conditions (e.g. Not completely tightening the fastener) or manufacturing anomalies (e.g. Sgc hypotube oversized). With respect to the patient conditions, procedural conditions and/or user technique, stabilizer fastener issues resulting in movement of the sgc may be influenced by patient anatomical morphology/pathology (such as tortuosity of the vessel, resulting in increased tension on the device), or the user failing to completely tighten the fastener on stabilizer. In this case, it is likely that the challenging patient anatomy of a rotated heart, in addition to a difficult transseptal puncture reported, likely resulted in increased tension on the sgc, such that the force on the sgc resulted in the device rotating back instead of fastening in the stabilizer; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported stabilizer fastener issues, resulting in movement of the sgc, could not be determined. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the device history record revealed no non-conformances issued for this lot. Review of the complaint handling database identified no previous incidents reported for stabilizer fastner issues for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional information reported that during the mitraclip procedure, the physician wanted to fasten the steerable guiding catheter (sgc) with the fastener, but after fastening, the sgc was flipping back and was not fastened. The stabilizer and exchange fastener were used with no improvement.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the sgc; however, the reported patient effects were attributed to operational context. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. In review of this incident, there does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The clip delivery system (cds40724u1/(B)(4)) referenced is filed under a separate medwatch MFR number.